Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they were in the hospital for a couple days and they turned off their unit for an MRI. The patient said they didn't think the unit was turned back on after the MRI, but they were so out of it they didn't know when it was turned off. The patient also said they couldn't control their bladder at all and if they have to go, they might as well not stand up because they go right then and cannot stop it at all. The agent asked when the leakage started and patient said it started about 5 days ago. The agent walked the patient through connecting to the implant and increasing stimulation to a comfortable level. The patient would maintain stimulation level and would continue to track symptoms. They were redirected to the doctor if the issue persisted. The caller mentioned that they would also like to speak to a manufacturer representative (rep) just to know who they are.

Manufacturer narrative:
B3.date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.